Event description:
See also manufacturer report 3004209178-2010-02644. The patient fell more than three times and subsequently had problems recharging. It was possible to charge the right side but the left side was overdischarged. The system was also erratic since the falls. It was not known which device was right-side and which device was left-side. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).